Manufacturer narrative:
This report is being submitted to report information provided by the customer and investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. Conclusion: the definitive cause of the reported events could not be established. [Observations: probable cause]: regarding end user felt an electric shock. Since there is no leakage current in the device and there is no damaged part on the back panel, static electricity was applied to the device, so it is possible that you felt an electric shock the moment you touched the sdi cable. It was not possible to determine the cause of the static electricity charged in the device. Regarding no image: since there was no detailed information such as whether or not a failure occurred in parts such as the internal board, it was not possible to determine the cause of the event that the image did not appear. [Information learned from the investigation/physical evaluation of device]. When removing the sdi cable from the rear panel of the equipment, it was confirmed that the facility staff felt an electric shock the moment they touched the sdi cable. Verified that there are no damaged areas on the rear panel. It was confirmed that the value of the leakage current test was within the standard value and that there was no leakage current. Olympus field service engineer determined that this event was likely.

Event description:
The customer reports, while preparing an evis elite ii video center for use, the nurse preparing the equipment for use the image was present for about 5 seconds. The nurse tried to disconnect the serial digital interface (sdi) cable on the rear panel and felt an electric shock on first touch. After changing the cable into another channel the image was still missing. The nurse then called an olympus field safety engineer to evaluate the equipment. No additional consequences to the nurse were report as a result of the shock, and no reported intervention was required. The device was evaluated by olympus. Current leakage was checked and found to be in standard range indicating that the sensation felt by the end user was more likely a sensation of static electricity. There were no signals from 2 ports of the sdi.